Event description:
The catheter was noted by nurse to be separated with break proximal to measured markings. The catheter was removed w/o incident, causing no harm to pt.

Manufacturer narrative:
The malfunctioning device was returned to vygon us, and was then forwarded to (B)(4) (MFR) for device eval and complaint investigation. The results of the investigation are still pending. Results will be forward to FDA via a f/u MDR upon investigation completion.